Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/03/2020. H3 evaluation: an unopened sample of product code was returned for analysis. The complaint sample was not received. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no suture breakage was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pg2946, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date; and a suture was used. During the procedure, the suture broke at the time of knotting. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.